Event description:
It was reported that during a procedure to treat a lesion in the left common iliac artery with mild tortuosity, mild calcification and 80% stenosis, pre-dilatation was performed with an unspecified 6x80 mm balloon. An absolute pro self-expanding stent system (sess) was advanced without resistance and deployment was initiated. Reportedly, only half of the stent could be deployed due to the thumbwheel not able to be rotated properly to complete stent deployment. An attempt was made to pull back on the sess to deploy the stent completely which was successful and the stent slipped from the delivery system. Reportedly, the stent was now implanted more or less in the correct section of the lesion. The sess was withdrawn from the patient anatomy without resistance. Post-dilatation was performed with a 7 mm balloon and due to relevant stenosis after stent deployment an additional 8x39 omnilink stent was implanted with good result. The patient is fine. There was no adverse patient sequela and no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis and the difficulties deploying the stent could not be tested because the stent was already deployed. Based on a visual and functional analysis, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint handling database indicated there had been no similar incidents reported for this lot. Based on the reviewed information, no product deficiency was identified.